Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
During a follow-up the impedance trend showed a value greater than 3000 ohms. The threshold could not be evaluated even at max outputs. The fluoroscopy showed that the lead was in a different position from the implant. The lead was repositioned which restored normal values.